Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator knob was replaced.

Event description:
The hospital reported that the suction regulator knob was broke. There was no report of patient involvement.